Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "beginning of september." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message with the adc device and was therefore unable to monitor glucose. The customer experienced symptoms of dizziness, shaking, nervousness, and lost consciousness. The customer indicated they were able to self-treat with sugar provided by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number for the strips has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message with the adc device and was therefore unable to monitor glucose. The customer experienced symptoms of dizziness, shaking, nervousness, and lost consciousness. The customer indicated they were able to self-treat with sugar provided by mother. There was no report of death or permanent injury associated with this event.